Event description:
It was reported that right ventricular (rv) lead exhibited low, out-of-range pace impedance measurements of less than 200 ohms, loss of capture with asystole, undersensing with a delay in therapy of less than thirty seconds and pacing not being delivered when required. Boston scientific technical services (ts) was contacted, and ts confirmed the low impedance measurements and discussed options. Subsequently, the patient underwent a revision procedure and the rv lead was replaced. The right atrial (ra) lead was also replaced due to loss of capture, functional undersensing and pacing not being delivered when required. It was noted that the lead malfunctions were the result of twiddler's syndrome. No additional adverse patient effects were reported.